Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that two 60ml plastipak syringes (bn 2511032) with a liquid substance near the top (possible excess lubricant). As per mail received on 26-feb-2024 product code is 300865, 50ml syringes.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.